Manufacturer narrative:
H3, h6: one device was received for evaluation in used condition. Visual inspection found and verified the reported downstream occlusion (dso) seal degradation. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the devices downstream occlusions seal was degraded. There was no patient involvement and no patient harm/adverse event.